Event description:
Reporting status: malfunction. Reporting rationale: separated guide catheter tip may cause or contribute to patient injury. Device issue: guide catheter separation. It was reported that the guiding catheter was engaged in the saphenous vein graft (svg) to the right coronary artery (rca) and a filter guide wire was put down the guiding catheter but it would not come out of the end of the catheter as resistance was met. However, finally the filter guide wire did come out of the end of the guiding catheter into the patient. When a stent was advanced through the guiding catheter, resistance was also met and the stent was removed. Then a retrieval catheter was used to remove the filter wire, with the filter expanded, as a system. All of the devices were removed from the patient and there was no patient injury. After the guiding catheter was removed from the patient, it looked like the tip of the guiding catheter was inside out and like there were two lumens. No additional event or patient information is available. This is being filed based on the returned product evaluation which revealed the guiding catheter tip was separated.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guiding catheter was returned with blood visible on the shaft and luer. There was no contrast visible. The soft tip was separated 2 mm distal to its proximal end. Approximately 2 mm of the distal portion of the separated soft tip was not returned. There were tears and a gouge in the side of the remaining portion of the soft tip. There was a kink in the shaft 30.2 cm distal to the strain relief tubing. There was no other damage noted to the guiding catheter. The guide wire and stent delivery system used during the procedure were not returned. Pin gauges were used to measure the guiding catheter shaft inner diameter at the tip and at the hub. The inner diameters met manufacturing criteria. A new .014" guide wire was backloaded through the guiding catheter with no resistance. A new stent delivery system was advanced over the new guide wire and through the guiding catheter with no resistance. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.